Event description:
It was reported that a smiths medical syringe pump programmed to run theophylline IV over 30 mins. Nurse pushed start and noticed machine infusing med too fast within seconds. Total volume of med around 1.1 mi. Nurse noticed half the syringe already infused. No adverse patient effects were reported.